Manufacturer narrative:
(B)(4). Results: vessel occlusion, inaccurate stent graft delivery, stent graft migration. Unknown cause of event leading to renal artery occlusion. Conclusion: unknown cause of event leading to renal artery occlusion.

Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately five months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient presented initially with hypertension on an unknown date and the physician implanted a bare metal stent in the left renal artery. A recent CT revealed that there was a slight encroachment of the fabric part of the stent graft on the renal artery, partially (1/4) covering the renal artery. It is unknown if the stent graft was implanted partially covering the renal artery or if the stent graft moved during implantation or if the stent graft moved slightly after implant. It was reported that at the time of implant per the angiogram that the stent graft did not appear to be covering the renal artery. No further information was provided.